Event description:
It was reported that the patient had his inflatable penile prosthesis reservoir replaced due to renal insufficiency. Patient had a previous kidney transplant. During the implant of the inflatable penile prosthesis, the physician "placed the 65 ml spherical reservoir on the same side as the transplant (since the other side had hernia mesh). This caused the patient to go into renal insufficiency." A procedure then occurred to replace and reposition a new reservoir "away from the transplant but same side as mesh behind the pubic bone, slightly medial to hernia repair". No further patient complications were reported in relation with this event. Patient outcome: "the patient appears to be better at this time".

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.